Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. Reportedly, the customer went to hospitalized and admitted with a blood glucose level of 375 mg/dl. The customer was treated with intravenous fluids and was released from the hospital on (B)(6) with issue resolved and no permanent damage. During troubleshooting with tandem technical support, the customer was using their supplies beyond labeling. A replacement pump was sent to the customer to resolve the issue.